Event description:
It was reported that during a cartridge and infusion set change, the pump advanced approximately 30 units beyond the typical fill amount without visible drops from the infusion set, and insulin was observed inside the pump chamber, consistent with a cartridge or connector leak and possible improper seating during loading. Symptoms included no reported injury. Outcomes included replacement supplies shipped and successful troubleshooting and education completed. Investigation included customer interview and guided cleaning of the pump chamber, rewinding, and reloading with a new cartridge and new connector. Investigation of this case revealed evidence consistent with leakage into the pump chamber and a fill/prime over delivery without external drops, suggesting a connector or cartridge seal issue or component mis assembly. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling or a component leak at the cartridge-to-connector interface.